Manufacturer narrative:
Additional data: the investigation is still in progress. A supplemental report will be provided after completion.

Event description:
It was reported the consumer received a false negative result with the binaxnow covid-19 antigen self-test on the morning of (B)(6) 2022. Per the consumer, she was asymptomatic on (B)(6) 2022 and subsequently attended lunch with a family member that same day (midday) after which she became aware of being exposed to covid-19 during an event she attended on (B)(6) 2022. As a result, the consumer was tested with the idnow covid-19 assay which generated a positive result that afternoon. The consumer went into quarantine. Per the consumer, she developed congestion and headache and re-tested using the binaxnow covid-19 antigen self-test which generated a positive result. The consumer went into quarantine following the positive result. The consumer reported the family member from the (B)(6) 2022 lunch was diagnosed with covid-19 using an unknown platform (B)(6) 2022. The family member was eventually hospitalized and passed away from covid-19 complications (B)(6) 2022.

Manufacturer narrative:
Additional data: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.